Manufacturer narrative:
Additional/updated information was added to reflect the left front frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, it had a broken weld. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a break through the weld. However, the underlying cause could not be determined.

Event description:
Dealer states that the left front frame is broken at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the left front frame is broken at the weld.